Event description:
It was reported there was a crack on the silicone tubing of the transfer set which was noted during use for peritoneal dialysis (pd) therapy. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received with the cap on uv spike connector; it was evaluated. Visual inspection was performed with the following issues noted: cut in tubing. Leak testing was performed with the following issues noted: leak at cut in tubing. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Initial evaluation confirmed the reported problem. A follow up MDR will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be tubing hole. If additional relevant information becomes available, a follow up medwatch will be submitted.